Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implant procedure, they noticed after the lens was inserted, a scratch on the lens surface was found. Subsequently the lens was removed during initial procedure and completed with another lens.

Manufacturer narrative:
The product was returned for analysis and damage was observed to the iol. Iol (intraocular lens) returned inside a lens case. A significant amount of solution and blood like substance is dried on the iol. Both haptics are intact. The optic is torn/split/cut with a piece missing and is scratched/marked rejectable. The complainant indicates the use of opegan hi as a viscoelastic which is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The product was subject to handling and the reported damage was highlighted post implantation. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).